Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm schedule for 2/18') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("I'm tired of feeling like crap everyday") and paraesthesia ("tingling in the arms and hands / tingling in the feet"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and feeling abnormal outcome was unknown and the paraesthesia had resolved. The reporter considered feeling abnormal, medical device removal and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm schedule for in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("I'm tired of feeling like crap everyday"), paraesthesia upper limb ("tingling in the arms and hands") and paraesthesia foot ("tingling in the feet"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and feeling abnormal outcome was unknown and the paraesthesia upper limb and paraesthesia foot had resolved. The reporter considered feeling abnormal, medical device removal, paraesthesia upper limb and paraesthesia foot to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received, new events "tingling in the arms and hands" and "tingling in the feet" were added, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm schedule for 2/18') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("I'm tired of feeling like crap everyday"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered feeling abnormal and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm schedule for 2/18') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("I'm tired of feeling like crap everyday"), paraesthesia ("tingling in the arms and hands / tingling in the feet") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, feeling abnormal and arthralgia outcome was unknown and the paraesthesia had resolved. The reporter considered arthralgia, feeling abnormal, medical device removal and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media : "medical device removal and feeling abnormal and arthralgia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: information received via social media. Event" arthralgia" was added. On 18-jun-2020: information received via social media. No new clinical information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.